Event description:
An anesthesiologist reported to a local partner that they had a patient come in for surgery not related to the vns and after surgery, the pt went into "status". It was reported the physician did not think the generator was working after the surgery. No further information is known at this time. Good faith attempts are being made for additional details surrounding the reported event.